Event description:
It was reported the patient lost stimulation in (B)(6) 2014 (exact date unknown.). It was reported the lead is bulging underneath the skin and the area is sensitive to the touch. The physician repositioned the lead and added anchors on (B)(6) 2015. The patient's therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.